Event description:
It was reported that the patient with chronic atrial fibrillation presented after receiving an inappropriate shock and multiple inappropriate anti-tachycardia pacing therapies. Upon review, these inappropriate therapies were treatment for supraventricular tachycardia with rapid ventricular response. The implantable cardioverter defibrillator was reprogrammed. The patient did not receive inappropriate therapy once the device was reprogrammed.